Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button has to be pressed hard and multiple times to begin priming. The customer's blood glucose value was unknown. The insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.